Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricle lead exhibited low pacing impedance and insulation damage. The insulation damage was visually confirmed. The lead was not used and replaced. The patient was in stable condition.